Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant.

Event description:
In (B)(6) 2015, the patient underwent a right side si joint arthrodesis where three implants were placed. The patient had leg pain following the procedure. A CT scan showed that the patient's sacrum had a dip in it and the most proximal implant had breached the neuroforamen by a couple of millimeters. Two weeks later, in (B)(6) 2015, the surgeon performed a revision surgery where he removed the proximal implant and replaced it with a shorter implant in the same hole. The status of the patient following the revision surgery is not yet known.